Event description:
Pump was received with a report stating that a failure code 810:04 occurred during use. The facility's clinical engineer had reported that no patient injury or medical intervention was involved.